Event description:
During a bankart shoulder repair procedure utilizing a birptr 2.3 pk suture anchor w/ ultrab, it was reported that the anchor pulled out intact while the physician was tying the suture. A 2.45mm twist drill was used for site preparation. Another site was prepared and a backup device was used to complete the procedure. The initial site was left empty. The patient's bone quality was good and okay post-procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one birptr 2.3 pk suture anchor w/ ultrab was returned for evaluation of the reported complaint mode, "loose anchor". The od of the anchor was evaluated and found to be within print specification. The complaint states that a 2.45mm drill was used to prep the site. No information related to the patient's bone quality was provided. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Based on these findings and the isolated nature of the incident, no root cause related to the manufacture of the device can be established. (B)(4).